Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number (B)(4) for product code otp. Submissions for product codes otn and pah can be found under manufacturer reports numbers 3005099803-2015-01846 and 3005099803-2015-01845.